Event description:
Patient presented to the physician with right lingual palsy and deviation of the tongue to the right. Physician prescribed medication and referred the patient to speech therapy for further evaluation.